Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant it was noted that the atrial lead had dislodged into the ventricle. The atrial lead was sensing the ventricles and atrial pacing elicited ventricular capture. The atrial lead was explanted and replaced. The patient was not pacemaker dependent, was asymptomatic and unaware of the dislodgement. There were no complications. The patient was discharged the following day in stable condition.

Manufacturer narrative:
A complete lead measuring 51.8cm. Was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.